Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during an esophageal stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 5cm long lesion in the esophagus near the esophagogastric junction due to esophageal cancer. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to stent placement.during the procedure, when the physician attempted to deploy the stent, the release suture was difficult to be pulled and the stent was only able to be partially released. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).a visual examination of the returned device found that the distal end of the stent was partially deployed by 6 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. No other issues were noted with the device.a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.